Event description:
Affiliate reported that the dura perforator in the skull bolt kit is not strong enough keen edge. He couldn't place the microsensor properly. (B)(4) additional information explained that the sensor slid in subdural and was left there for a subdural icp measurement. The surgeon was, however, aiming for an intraparenchymal placement (for the most accurate icp measurement) which he was not able to achieve in this case. According to the surgeon, the perforator is not sharp enough to make a clean dura puncture. The ragged dura puncture then pulls/pushes on the sensor wire making it nearly impossible to guide and manipulate the fine sensor wire to the desired position in the brain. Of course the surgeon can use a scalpel to make a clean cut, but then the point of our kit with a dura perforator falls short. This complaint was intended from the surgeon as an improvement suggestion to make our kit more effective for the user, especially when microsensors implantation is carried out on the ICU station and not in an operating room. There were no adverse patient consequences reported. (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4).